Event description:
Customer received result of 156 mg/dl on the mobile system, and result of 120 mg/dl on the compact plus system. Based on the result of 120 mg/dl she injected "basal" insulin and 2-3 minutes later tested 61 mg/dl on the compact plus system. All reported results were obtained within 10 minutes. Low blood glucose symptoms were reported with the result of 61 mg/dl, and the customer's spouse gave her bread and chocolate. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278161, expiration date 11/30/2013). (B)(6).